Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent dexcom g6 sensor warmup and sensor error messages on the ilet after starting a sensor and later replacing it, with initial absence of a transmitter serial number followed by entry of transmitter sn 8afcde and subsequent guidance to insert a new sensor; the system displayed bg run mode and a brief sensor issue on both the ilet and dexcom app. Symptoms included hyperglycemia with a reported blood glucose of 251 mg/dl without hypoglycemic events or acute complications. Outcomes included continued therapy using manual subcutaneous insulin dosing without documented clinical intervention or hospitalization. Investigation included troubleshooting, device setting review, device restart, and coordination with the cgm partner, culminating in advice to wait for sensor recovery per the sensor error guidance. Investigation of this case revealed that the cgm reported a brief sensor issue and that sensor and transmitter identifiers were present and correct after re-setup. It was concluded that the event involved cgm communication or sensor performance issues impacting automated glucose data availability, while the user managed glucose with manual insulin dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.